Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during implant the right ventricular (rv) lead would not secure in place. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.